Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The patient had continuous suction while on the impella. The next day, the patient was transferred for advanced care. Groin dressing was changed at bedside. The patient started to produce urine output and was pink tinged. Hemolysis was reported. A formal echocardiogram was pending. The echocardiogram showed the impella directed towards the anterior mitral leaflets and the pump flipped. The medical team at bedside attempted to reposition. Repositioning was unsuccessful due to the pigtail caught in the structure. P level was reduced to p5 and there were no alarms. Flows were 2.5. The multidisciplinary team discussed plan of care overnight. The plan was to monitor overnight and adjust inotropes for surgery reassessment for device placement. Extracorporeal membrane oxygenation will be initiated if requiring additional support. The patient was being scheduled for impella cp removal and placement in the operating room later. Dialysis and support was continued. The patient's labs have been hemolyzed, leading to abnormal values.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
H6: added type of investigation codes b11 and b13 h11: added the results of the investigation. Investigation summary: the pump was not returned for investigation. Data log review was not provided and could not be retrieved from the remote server. Pump suction / device in wrong position / mechanical interaction with blood (hemolysis): the cause of issues was not determined without returned product information and sufficient clinical details. Device history review: the pump (B)(6) passed all post sterile inspection checks.